Event description:
It was reported that a spectrum pump alarmed constant door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported system, which was reproduced. Constant door not fully latched was confirmed and was caused by failed hooks and latch pins. The failed hooks and latch pins were replaced.